Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD), a transvenous defibrillation lead and a bipolar atrial lead experienced loss of brady capture (in both chambers) and high atrial lead impedance. X-ray analysis identified a fractured electrode tip (helix) on the bipolar atrial lead. The helix tip remains embedded in the heart tissue. An invasive procedure was performed and the physician elected to replace the complete ICD system. No further information is known at this time. The bipolar atrial lead (model 4269, serial number 256591) was submitted as a serious injury MDR for lead dislodgement on 1/1/97. FDA submission number 21242151990700513.